Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: this is to inform you of an sqa on (B)(6) 2025. Customer reported one IV bag of del nido cardieoplegia solution was received with particulate in the filling port. The bag was returned to nephron on (B)(6) 2025 and was tested. The particle was intrinsic to the IV bag fill port tubing. This particle was welded within the fill port tubing, which indicates a manufacturer defect.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and five (5) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate was observed at the filling tube. Through visual examination of the received sample, the surface of the tube had been colored orange to highlight the location of the particle. The small particulate of approximately 0.5 mm is embedded in the tubing material. As per shape and aspect of this particulate, it is compatible with burnish material, resulting from the extrusion process. Based on the investigation, the particulate is embedded burnish material. The defect is considered aesthetic, and its presence does not jeopardize the functioning of the product. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.